Manufacturer narrative:
The device was returned to olympus for inspection where the reported complaint was confirmed. Based on the results of the investigation, a root cause was not identified. Labeling: this issue is addressed in the instructions for use (IFU): IFU "chapter 4.1 inspection and testing": inspecting the product. Visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the subject device exhibited a damaged ceramic tip (ceramic insulation is missing). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct information in fields b5, e1, g3, and h11 that was previously submitted under initial MDR report. B5: updated to provide information reported by the customer. E1: updated to provide initial reporter name and establishment name. G3: updated to reflect complaint awareness date h11: updated to include information about complaint investigation outcome h11: the device was evaluated and the reported complaint was confirmed. During complaint investigation, it was the event was caused by a component failure of the inner sheath. The cause of the damage is likely deterioration over time.

Event description:
The customer reported that distal end beak is cracked. The event was found during reprocessing. There was no patient involvement in this reported event.